Event description:
The patient had an intrathecal drug trial and got an infection as a result of the trial. The patient did not want to have a pump implanted. The patient was considering having a neurostimulator implanted. The reporter did not know which physician performed the trial or when the trial occurred. No further follow-up was possible regarding the event as the reporter stated she had no more information and did not want to provide the patient¿s name.

Manufacturer narrative:
(B)(4).